Event description:
Femur guide was a good fit but reported to be somewhat loose within the trochlear groove. Dr. (B)(6) in attendance and made the observations. Reported on (B)(6) 2015 to dws. The md placed and positioned the femur guide well and attached the cutting block using three drill pins. The power saw vibration caused the cutting block to shake and move upward from the bone surface. Cutting stopped to reposition the block and a clamp applied to hold th block in place. Cutting resumed but the block again shifted upward. The scrub nurse then applied downward toward to superior edge of the cutting guide with a hohmann type retractor to hold cutting block in place while the cut was completed. However, the resultant femur cut was angled into extension from where the plan indicated it should be. The x-ray below shows the extension. The two cuts should be essentially parallel and the femur is in extension by approximately 20 degrees. The femur was recut using manual instruments to accommodate a long stem femoral prosthesis. The case concluded satisfactorily. It is believed that poor bone stock on the part of the patient and vibration of the saw may have loosened the interference fit of cutting block pins and the downward forcing of the cutting block resulted in the unintended extension of the cut plane. The physician removed one of the stabilizing pins from the guide prior to cutting. Findings: the MRI images were of acceptable quality and positioning. The md created and authorized a good clinical plan. Engineering reported no manufacturing issues found in the planning or creating of the guides. The plan views demonstrate parallel femur and tibia cut plane orientation. The cutting block was placed correctly initially. Excessive force by scrub nurse placed block in incorrect position.